Event description:
It was reported that during surgery, the surgeon had an intra-op conversion. No additional details were provided, and no more information is available at this moment.

Manufacturer narrative:
It was reported that during surgery, the surgeon had an intra-op conversion. The affected device, used in surgery, was not returned. Smith and nephew has been unable to obtain the reason for report and device information. As device details were not made available, device history record and complaint history review cannot be completed. It was communicated that no additional details were provided, and no more information is available at this moment. At this time, we have no information or no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Additionally, no medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual product involved, the reason for complaint and no patient data available, our investigation of this report is inconclusive. No probable causes could be determined at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.